Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented the guidewire stuck and spline bunching. Inserted cath and noticed cobra shape. Trouble shot and was not successful. Removed from sheath and physician was able to fix the spline. Later in the case the issue reoccurred along with an issue of the guidewire being stuck. They were using the cook rosen wire, and it continued to get stuck. To solve the issue the catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.